Event description:
It was reported the pink slide did not move forward and the cannula deployed; indicating the needle mechanism did not function as intended. The patient's blood glucose levels rose to 16.4 mmol/l (295.2 mg/dl) while wearing the pod on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied and a correction was delivered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod generated an 0x3d alarm, indicating step sensor asserted before wire driven. The pod delivered 466 pulses, including immediate non-priming boluses. No damages or deficiencies were observed on the needle mechanism which was reset and redeployed successfully. No problems were found regarding the reported needle mechanism complaint. The cause of the observed 0x3d alarm could not be determined.